Event description:
It was reported that the patient had two inappropriate shocks due to oversensing via a change in the intrinsic morphology and some myopotential noise. Also, the smart pass feature has programmed itself off due to a change in the intrinsic amplitudes. There were no additional adverse patient effects. The system remains implanted.